Event description:
The patient had a rectocele repair. It was reported that the patient developed bleeding and frequency of bowel motions (diarrhea) following procedure. Patient was examined under anesthesia. Patient was found to have an infection of the staple line. Patient required drug therapy.